Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two symphion resecting device that were used n the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that two symphion resecting devices were used in a hysteroscopy with dilatation and curretage procedure performed on (B)(6) 2019. According to the complainant, the procedure started normally. During hysteroscopy, the physician noted that there was a pathology in the uterine cavity. The physician used resecting device and about 2 to 3 minutes of resection, the symphion system alarmed "check the system for leak". Reportedly, there was no fluid coming out of the cervix and the patient was losing fluid at a faster rate than normal. During this time, the visualization of the cavity was impaired and it was recommended to stop the procedure. The procedure was aborted and the total fluid deficit was 700 ml. The vital signs of the patient were stable at the time the procedure was aborted. Several days post procedure, it was reported that the patient went back to the hospital due to a perforation. The patient underwent multiple surgeries and died due to sepsis. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.